Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure although access vessel was less than 8mm. Moreover, right kidney atrophia and pacemaker placement was observed as anamnesis. Right iliac artery was coil embolized with left approach. The main body was inserted from right side but insertion was difficult. After the main body was deployed, cannulation was performed from contralateral side. The ipsilateral limb was deployed and the top cap was withdrawn. When the sheath was removed, massive bleeding was observed. Then it was found external iliac artery was ruptured. Abdomen was opened and external iliac artery was ligated. The ipsilateral limb was coil embolized from contralateral side. Femoral-to-femoral bypass surgery was performed to ensure blood flow to lower extremity. No endoleak was observed and the procedure was completed. The pt is fine after the procedure.

Manufacturer narrative:
(B)(4) - dissection is labeled in the IFU. (B)(4) - dissection is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case the IFU states: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems. Non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm. With a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18mm. With an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." "Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." The failure mode assigned to this case is dissection. This failure mode was determined based on the provided event description as well as the physician's comments: "before the procedure, I thought inserting the delivery system would be difficult since access vessel was less than 8mm. I should have placed an artificial blood vessel in common iliac artery and inserted the delivery system from there." Additionally, it should be noted that the device was used outside the indications for use, it appears that the access vessel was too small for the delivery system. We will continue to monitor for similar complaints. No further actions are required due to insufficient risk per quality engineering risk assessment (qera).